Event description:
A surgeon reported having two pts present with inflammation post-operatively. Additional info was received from a surgical technician indicating that both pts did fine with post-operative steroids and are doing fine with no reported problems. This report represents the second of two pt's reported from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).